Event description:
Pt was implanted with matrix screws, matrix locking caps and rods on (B)(6) 2012 for a t7 corpectomy and a t5-t9 posterior stabilization. X-rays showed that the left t6 pedicle screw was positioned too far lateral. On (B)(6) 2012, pt was revised. While trying to remove the pedicle screws and locking caps at t5, t6, t8 and t9, the locking caps at t5 and t9 stripped. Surgeon used a competitor's high-speed cutting burr and was able to remove the locking caps. Three hours were added to the procedure without any associated pt complications. Four pedicle screws, 4 locking caps and 1 rod were removed and replaced on the left side. The right side remained intact. This is 4 of 5 reports for this event.

Event description:
This is report 4 of 5 for file (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history recorf review found 1 ncr for incorrect temperature for passivation tank - part no. 04.632.420.3, lot #6735603. Parts were 100 percent reworked. Ncrs nonconformance is not relevant to complaint condition. Passivation nonconformance on collet will have not affect on complaint category - misalignment. No other discrepancies were noted that would be associated with this complaint. Corrected brand name from ti matrix top loading polyaxial head to 5.0mm ti matrix polyaxial screw 35mm thread length. Corrected common device name from matrix top loading polyaxial head to polyaxial screw. Catalog #: corrected the catalog # from 04.632.001 to 04.632.535.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device returned and evaluated; evaluation submitted on previous follow up report.

Manufacturer narrative:
Device was used for treatment, not diagnosis.